Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. Evaluation summary: a definitive root cause for the event cannot be determined with the information provided. Evaluation: the instrument was returned for analysis. The weld is broken at the interface of the mechanical head and shaft. Measurements were taken on the returned parts and were according to print specification where measured. Device history records indicate all components were manufactured and inspected to specification. The instrument had a potential field age of 2 years at the time of the event; however, the usage history is unknown.

Event description:
It is reported that the instrument has fractured into two pieces.